Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl and 500 mg/dl, treated with shoots and blood glucose did not bring down. The customer assisted with troubleshooting. Customer stated that they used auto mode. Customer stated that they had sever fibromyalgia and pain. The insulin will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. (B)(4).